Event description:
The patient was intubated and placed on a ventilator. Ventilator settings: mode: a/c volume control ventilation (volume a/c ), fio2: 30 %, tv: 600 ml, set rate: 12 breaths per minute, peep: 5 cmh2o, ve: 12.4 l, plateau pressure: 15 cmh2o.while in use for a few hours, the ventilator displayed an alarm "mechanical fault 19." The vent was still ventilating, but the patient was placed on a different vent as a precautionary measure. The vent was sent to the manufacturer for inspection and the service report indicates that the service technician was unable to verify the reported problem. The vent passed a 71 hour extended tests and no unusual alarms occurred. Review of the "hardware fault 19 alarm" reveals one "hardware fault 19 alarm" after the last service date of 10/3/13. Event trace could not determine the root cause of this alarm. Decided to replace the hybrid board as a precaution and this was done. The vent was returned and placed back into service.======================manufacturer response for enve ventilator, enve ventilator (per site reporter).======================service repair completed.